Event description:
It was reported that pt's trial procedure was abandoned as the physician was not able to place the needle into the epidural space due to the pt's history of stenosis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.